Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Device is not available for return.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Twelve days post hvad implantation via thoracotomy approach this patient reported "electrical fault" alarms. Preliminary log file analysis revealed eight "electrical fault" and one controller fault" alarm on the date of the reported event. The patient's controller was exchanged and two rounds driveline cleaning per (B)(4) were performed with a total pump off time of one minute. The patient tolerated the controller exchange and pump off time well. The controller will not be returned to heartware for evaluation. Investigation is ongoing.